Manufacturer narrative:
Approximate age of device: 55 days. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced coke colored urine. The patient was admitted to the cardiovascular intensive care unit for evaluation of hemolysis and possible pump thrombus. The patient's lactate dehydrogenase was 1700 u/l. The patient was treated with heparin and the event was reported to be resolved on (B)(6) 2015.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. Based on past experience and similar reported events, elevated ldh and coke-colored urine can be indicative of device thrombosis. However, a full examination of heartmate ii lvas, serial number (B)(4), could not be conducted because the patient remains ongoing on vad support. Approved labeling lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.